Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient's vns battery was replaced on (B)(6) 2013. Diagnostics to check for lead integrity could not be performed prior to surgery due to battery depletion. After the generator was replaced, system diagnostics were performed which showed high lead impedance of over 10,000 ohms. The leads were re-inserted into the generator, irrigated, and again re-inserted; however, all attempts yielded high impedance. The lead and newly implanted generator were replaced and final system diagnostics showed an impedance value of 2,073 ohms (the new generator was replaced due to compatibility issues with the lead replacement). Upon observation of the explanted lead, it was reported that the lead casing had been compromised. The explanted device was returned to the manufacturer on january 2, 2014. Attempts are in progress for additional information; however, no other information has been provided.